Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that there was poor coupling with recharging. The rep reported that it was difficult to charge. The rep reported that the patient could only get 2 bars and had previously been getting 4-8 bars. The rep reported that the patient had lost weight and the pocket was a bit loose. The rep reported that they would review flipping ins with the healthcare provider (hcp) on (B)(6) 2017 appointment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the healthcare provider (hcp) did a manual flip of the battery in the office and it worked. The rep reported that the patient now was happy and recharging normally. No further complications were reported.